Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two scs leads from the same lot number. It was reported that the patient is experiencing uncomfortable stimulation and would like to have her scs system explanted because the system is not helping her pain. Follow up on (B)(6) 2014 identified a sjm representative met with the patient. The patient reported, she continued to experience uncomfortable and ineffective stimulation. A system diagnostics revealed one of the patient's leads has multiple invalid contacts. In addition, x-rays taken did not show any fractures; however, a sharp bend near the anchor was observed. The representative reprogrammed that patient's scs system using only one lead. Surgical intervention may be undertaken at later date to address the issue.